Event description:
Clinical study. It was reported that 282 days after a coronary artery drug eluting stenting treatment procedure the pt underwent a target vessel reintervention (tvr) of the left main coronary artery (lmca). The index procedure treated one target lesion. Target lesion 1 was a 3.0 mm vessel diameter, 80% stenosed region of the lmca. The lesion was 5.0 mm in length with mild calcification. The physician direct stented the lesion with one taxus express2 8.8% 3.0x8 mm drug eluting stent without complication. The pt was discharged from the hospital 1 day post index procedure receiving asa and plavix. The site reported that the pt underwent a tvr to the lmca 282 days post index procedure. The physician treated the lesion by placing one taxus express2 8.8% drug eluting stent into the target vessel. In the opinion of the physician there was an unk relationship between the tvr and the taxus stent. The pt was discharged from the hospital 1 day post tvr in satisfactory/good condition.